Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
A physician reported that aquacel surgical dressing was placed on a closed incision post-cesarean section. The dressing was used for ten days to accelerate wound healing after which the edges of the dressing rolled taking on a cigar shape. This dressing was used off label as the manufacturer's instruction states the dressing should be used for no more than seven days; instead it was used ten days in this scenario. There were no patient complications as a result of the off-label use as the patient's skin remained intact without redness.